Manufacturer narrative:
H4: device manufactured date: june 2021. H10: the actual device was not available; however, retained samples were evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The retained samples were gravity and leak tested with no issues noted. The reported condition was not verified on the retained samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter first name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a light sensitive drug set leaked due to a crack. The event occurred during an unknown process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.